Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one clearvue isp implantable port was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. It appeared the port stem was broken, and the broken port stem was not returned. The edges of the port stem were noted to be jagged. Therefore, the investigation is confirmed for the reported broken port stem issue. However, the investigation is inconclusive for the reported difficult to attach port stem to catheter and thin port stem issue as the broken port stem was not returned for evaluation and the exact circumstances at the time of reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: d4 (unique identifier (UDI) #), h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the stem allegedly broke while attempting to connect it to the catheter. It was further reported that the catheter allegedly did not connect to the stem properly, and it allegedly broke when touched it. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: (expiry date: 05/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the stem allegedly broke while attempting to connect it to the catheter. It was further reported that the catheter allegedly did not connect to the stem properly, and it allegedly broke when touched it. The procedure was completed using another device. There was no reported patient injury.